Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that a patient had a bradycardia event and a desaturation event on (B)(6) 2018 and became cyanotic and there was no alarm that occurred for the issue. A student informed staff that the patient was in cardio-respiratory arrest. The event occurred in room (B)(6).

Manufacturer narrative:
The field service engineer ( fse) could not confirm the reported failure to alarm during testing, philips cannot rule out a malfunction at the time of the reported incident. The bedside monitor detected all alarms and returned all alarms to the central unit, during testing. No parts were ordered and no repair was warranted. The fse did clone the configuration of the monitor to match other monitors, as it was different from other monitors of the customer department. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.